Event description:
Ous MDR - after an implantation duration of approx. 41 months it was reported that the lead was capped and replaced due to impedances <200 ohms and an increased threshold.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data were investigated. The impedance trend curve showed a stable pacing impedance around 500 ohms between (B)(6) 2017 and (B)(6) 2018 with a subsequent decrease to <200 ohms as reported in the complaint text. Furthermore the pacing threshold increased from around 0.5 v to 2 v between (B)(6) 2017 and (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.